Event description:
It was reported that during an unknown procedure the clip would not release. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Malformed clip the analysis results found that one el5ml device was received with one malformed clip inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining clips were conforming within our manufacturing specifications and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.